Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, 30j tests, defib discharge stress testing into a simulator, and defib cycle testing using test multifunction cable without duplicating the report. The device was recertified and returned to the customer. The multifunction cable used at the time of the report was not returned. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 80" message. Complainant indicated that there was no patient involvement in the reported malfunction.